Event description:
A malfunction alarm, identified as malfunction 12-0x2071, was reported by the distributor in sweden. There was no reported blood glucose level at the time of the event, and it remains unknown whether the customer's blood glucose exceeded 500 mg/dl. As corrective action, the customer's pump was replaced since it was under warranty. Customer declined to provide information regarding alternate insulin therapy. The customer was informed of the replacement procedure and instructed to return the malfunctioning pump within 10 days.